Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a percutaneous transluminal angioplasty [pta] procedure, the guidewire kinked within the patient. The physician had acquired venous access and during a balloon angioplasty, the guidewire kinked and separated within the patient. An additional procedure was required to retrieve the separated guidewire. The physician states that while removing the guidewire and the balloon the patient's vein was damaged requiring an additional procedure as well. The physician placed a stent to repair the damage to the patient vein with no additional consequences to report.